Event description:
Customer reported the insulin pump was alarming button error alarm. Customer's blood glucose level was 302 mg/dl. Customer stated the alarm occurred while he was trying to bolus the only button that was working was the down light button. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.